Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there were high undefined impedances on the ra lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an right atrial (ra) lead fracture. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.